Event description:
It was reported that while the ventilator was connected to a pt it generated three technical error codes and ventilation subsequently stopped. One technical error code indicated disabled valves, one technical error indicated a communication failure between the monitoring and the breathing subsystems and one technical error indicated a communication failure between the monitoring and expiratory channel printed circuit board. There was not pt harm. (B)(4).